Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
Corrections to h6: added type of investigation corrections to h6: investigation findings and investigation conclusions correction to h11: (see below) a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: hazy, foggy, white dots, and halo image was caused by insufficient glue/ after aeration stains seen in orange cone.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a hazy image. The reported issue occurred during a diagnostic esophagogastroduodenoscopy, which was completed using another device. There were no reports of patient harm.